Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.

Event description:
The customer reported a bulge in the silicone segment just below the upper fitment. The user had just spiked the bag, primed the tubing, and connected it to the pt. The pump alarmed for "blockage" and while troubleshooting, the user noted the bulge. No IV push or bolus had been administered. No pt harm or medical intervention was reported. No further pt/event info was provided.